Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9 h3 evaluation product sample received. Material incoming inspection records for the inner pouch, part number and outer pouch, part number used in the lot of the reported complaint were reviewed and no issue was found. According to raw material specification , all bags shall be free of particle, grease, dirt, oil, folds, creases and discoloration and lot used met these requirements. Therefore, is considered this material factor does not contribute to the reported complaint defect. Man foreign material was not detected during inspection. During evaluation of sample provided, there was not found a foreign matter greater than 1 mm2 or any other that can be visible. Therefore, the criteria for contamination external to reservoir and internal to inner pouch: dirt/grease/oil/smudges, foreign matter greater than 1 mm2 is complying and device is conforming. This man factor does not contribute to the reported complaint defect. Based on the present analysis, it is determined that the reported complaint is not confirmed. There was not found a foreign matter greater than 1 mm2 or any other that can be visible. Therefore, the criteria for contamination external to reservoir and internal to inner pouch: dirt/grease/oil/smudges, foreign matter greater than 1 mm2 is complying and device is conforming for this condition. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. "¿ what is the lot number?=>ju0742 ¿ please perform and document the follow up attempt for product return. =>we regularly contact with sales rep about the device returning. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and a reservoir was used. It was found that there was a foreign substance like a black hair in the sterile package. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.